Manufacturer narrative:
Additional narrative: date of event unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the gear blocked, jammed, heavy moving, seized and running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the reciprocating saw attachment device had an undetermined malfunction. During in-house engineering evaluation it was observed that the gear was blocked, jammed, heavy moving, seized and running rough. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.